Event description:
Catheter disconnected at the drainage system connection. Evd (external ventricular drain) system replaced, csf (cerebrospinal fluid) samples sent and started on antibiotics prophylactically.